Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ anxiety-product-procedure: unable to observe since it is a medical event and is not related to the device. ¿ cyst: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "left breast implant with flaccidity of the internal capsule and heterogeneity and hyper echogenicity of its content in relation to rupture".

Event description:
Patient reported a left side exchange due to concerns with the product, rupture and cysts. Device remains implanted.